Event description:
The patient replaced the battery once every two days when the pump lost one power bar because the pump lost power without any alert. The patient claimed he tried different types of battery but the short battery life issue was not resolved. The product is being returned for investigation. This complaint is being reported due to the alleged short battery life issue. In addition, the patient claimed there was no low battery warning prior to the power loss. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no physical damage to the battery cap or battery compartment. The battery cap fastens down securely and correctly holds power to the pump. The pump boots up to the verify screen with auditory and vibratory alarms. Investigators were unable to confirm or duplicate the complaint. There was no defect found.